Manufacturer narrative:
As reported, the tip of the 65 cm. 4 fr. Tempo uf 5sh diagnostic catheter broke off during the procedure. The event occurred during use in the patient. There was no reported patient injury. Additional information received indicated that the catheter was being used for an angiography. As the product was being changed/removed over the guidewire, the tip of the catheter broke off. The main part of the catheter was removed and saved. The tip portion remained on the wire and was subsequently safely removed and saved. The patient was never in danger, and suffered no harm. No additional information is available. The product was not returned for analysis. Review of lot 17508211 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Furthermore, if resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm the catheter positioning under high quality fluoroscopic observation. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of the 65 cm. 4 fr. Tempo uf 5sh diagnostic catheter broke off during the procedure. The event occurred during use in the patient. There was no reported patient injury. The product will be returned for inspection. Additional information has been requested.

Manufacturer narrative:
Additional information received indicated that the catheter (complaint product was being used for angiography. As the product was being changed/removed over the guidewire, the tip of the catheter broke off. The main part of the catheter was removed and saved. The tip portion remained on the wire and was subsequently safely removed and saved. The patient was never in danger, and suffered no harm. No additional information is available. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.